Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that occasionally the patient got about 3 intermittent catheter that have a bump on them, and the patient had thrown them away. The representative asked how often and the patient said not often but they did check all of them thoroughly.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "operator error¿. It was unknown whether the device had met specifications. The product does not appear to have been used. However, the product is intended to be used for treatment purpose, but it was unknown whether the product had a relationship with the reported event. The lot number was unknown; therefore, the device history record could not be reviewed. The labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that occasionally the patient got about 3 intermittent catheter that have a bump on them, and the patient had thrown them away. The representative asked how often and the patient said not often but they did check all of them thoroughly.